Event description:
It has been reported to philips that it was not possible to start the allura system. The system was not in clinical use when the issue was identified. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not starting. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. The codes were updated based on the investigation outcome.